Manufacturer narrative:
Pb (B)(6) 2013. Pruritus, swelling of face, nausea, possible infection assessed as serious and possibly related.

Event description:
This is a verbatim report as rec'd by (B)(4): this case was rec'd on (B)(6) 2013 from a nurse and concerns a (B)(6) female pt. The pt's medical history included allergy to penicillin, arthritis. Pt has not previously had sculptra but has had fillers, botox, laser in the past with no reactions. On (B)(6) 2013, the pt was injected with sculptra for volume replacement. Injected sites include temples, nasal dugal, nasal labial, cheeks evenly distributed using 2 vials, reconstituted same day as injecting ((B)(6) 2013) 7ml swfi and 2ml lignocaine. Pt had no response on the same day, however, the pt started to get itchy the day after and called the practice; there were no initial concerns. On (B)(6) 2013, the pt woke up to find the face swollen and hot accompanied by nausea. The pt went to the local 24 hour medical ctr, the ambulance was called and the pt was admitted into (B)(4) hospital. The pt presented with swelling of face on both sides with left side being a bit more than right hand side. The pt has been checked by overseeing doctor and the initial feeling is that the pt has an infection but raises the question as to why/if it is human error with sterility or if it is from sculptra. Pt is currently being treated with IV antibiotics and nausea is abated and swelling reducing. Pt is expected to be released at lunchtime after 2nd dose IV and then anticipated to be sent home on oral antibiotics. There is conflicting info in the source document regarding the outcome of the adverse events. For reference purposes only, the following tracking number has been assigned: (B)(4). This case was rec'd by inova on (B)(6) 2013 and was forwarded on (B)(4) 2013.